Event description:
Customer reported that accutorr v monitor has broken pin in spo2 connector, which may have affected spo2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Correction included replacement of spo2 connector and signal cable. Unit calibrated and safety tested to factory specifications.